Event description:
**Update** (B)(4) 2013 patient has been revised to address acetabular cup loosening and elevated metal ion levels. There is no new additional information that would affect the investigation.

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate patient was revised to address a pseudotumor, cysts, thick gray white fibrous tissue in the joint and gray brown fluid. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Event description:
Litigation alleges patient had pain, bodily impairment and high levels of toxic metals after asr hip implant.

Event description:
Litigation alleges patient had pain, bodily impairment and high levels of toxic metals after asr hip implant. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.